Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the system cannot be exposed intermittently. Analysis of the system log files identified a malfunctioning of the fdcsib (flat detector controller system interface board) (24v signal to the fdcsib to enable the x-ray generator ('ready for x-ray') is not active). The fse replaced the fdcsib which resolved the issue, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was confirmed that this issue was identified outside of use on a patient. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that x-ray was not possible with the azurion system. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that exposure was not possible. The fse replaced the fdcsib which resolved the issue, and the device was returned to use in good working order.